Event description:
It was reported that a patient experienced recurrent peritonitis coincident with peritoneal dialysis therapy. The cause of the recurrent peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. It was not reported if the patient was hospitalized for the event. The patient was treated with intravenous meropenem (1 g daily for 6 weeks) for peritonitis. Dianeal therapy remained ongoing. Forty two days after the event, the meropenem was discontinued. At the time of this report, the patient had not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.